Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead exhibited abnormal electrical measurements and a lack of pacing due to a fracture. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted several cuts in the insulation including one cut near the suture sleeve location. These cuts were thought to be induced during the procedure. A resistance test was completed to assess lead electrical performance and measurements throughout this test were within normal limits indicating no fracture had occurred. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.